Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. All other lead diagnostics were noted to be stable and within normal limits. The physician will continue monitoring. This product remains implanted and in service. No adverse patient effects were reported.